Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system gantry would not open or close and the pendant was displaying a "door open" message. There was no patient present.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that replaced top right dingus and adjusted door close switch. Performed system checkout. System fully functional. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000203, serial/lot #, ubd, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D9, h2, h3: the return of bi71000203 provided the lot number santrd121923030 rev. 1. The hardware was returned and analysis was perf ormed. Visual inspection showed the alignment pin on the dingus was bent/damaged not allowing for proper gantry movement. Previously rodes b01, c07, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.